Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 236 mg/dl at the time of event. A system check was performed, however the customer declined to complete the check. The customer replaced the pump supplies to resolve the issue.